Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they received no delivery alarm. The customer's blood glucose was unknown at the time of incident. Assisted customer in performing a 5.0 unit fixed prime. Customer states the insulin exited. Customer states that she wear a silhouette infusion set but had the fill cannula set to 5.0. Customer is able to remove set at this time to test site portion of infusion.. Customer states the cannula is not bent. Customer wishes to run an additional 5 units fixed prime to determine if cannula or site connection may be occluded. Mother states that she feels that the issue is the pump and not the site because they change out the site and move it and still receive the no delivery alarm. The insulin pump will not be returned for analysis.